Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) after it was implanted. The physician performed a revision procedure and opted to explant it and replace it with a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) after it was implanted. The physician performed a revision procedure and opted to explant it and replace it with a new one. No additional adverse patient effects were reported.